Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost stimulation. An impedance check revealed no anomalies. Programming was attempted but could not provide resolution. Imaging may be undertaken. As a result, the patient will undergo surgical intervention.